Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display was cracked and the user experienced recurring tubing-kink alerts despite tubing appearing intact; cgm use had stopped and the ilet transitioned to bg-only mode before insulin dosing ceased, after which the user reverted to manual injections. Symptoms included persistent hyperglycemia and moderate ketones without loss of consciousness or need for professional medical intervention. Outcomes included temporary interruption of automated insulin delivery and the need for back-up therapy using subcutaneous insulin pens. Investigation included product evaluation through return logistics review and troubleshooting, and education provided to the caregiver, including device shutdown, data sync guidance, and replacement process. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen, with associated alert behavior and cessation of dosing once cgm data were unavailable; the pump hardware was replaced. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.